Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated. Lead remains implanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms. This resulted in remote monitoring alerts received by the clinic. A request was made for remote data to be reviewed. Boston scientific technical services (ts) reviewed all episodes available (atr and pmt). There was no noise identified on the rv rate electrogram (egm). There was evidence of a small change in trending data last (B)(6) 2017. This was present in the right atrial (ra), left ventricular (lv) and shock impedance trends. None of the trends were out of range except the shock impedance. Ts recommended investigating around this date to determine if there was anything significant. The maximum value was 133 ohms, repeated twice at (B)(6) 2018 and (B)(6) 2018. Ts recommended performing additional testing such as patient maneuvers to identify any potential issues. A 1.1 joule and max energy were recommended to further test the system, as the device has never delivered a shock (implant 2015). No adverse patient effects were reported.